Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization to the middle cerebral artery aneurysm, an EU ent4.5mmd 22mml wno dstl tp (enc452212, 7212921) became impeded in middle section of the prowler select plus 150/5cm microcatheter (606s255x, 30989718) and could not advance any more. The stent was retracted, and the delivery wire was found to be kinked/bent. The second stent, an EU ent4.5mmd 22mml wno dstl tp (enc452200, 7258213) was also impeded in the microcatheter (mc). The physician removed the stent and microcatheter from patient¿s body and switched to new devices to complete the surgery. Additional information received indicated that they were able to move the device due to the resistance. They were able to torque the device. There was no evidence of physical material within the device. The resistance was felt with the second stent at the distal tip. No other devices were used with the concomitant device prior to the encountered resistance. No excessive force was applied to the device. Vessel tortuosity was reported. There was a 15-minute procedural delay due to the event. Based on the product analysis of the EU 4.5x22mm stent,there was a separation observed on the delivery wire. A non-sterile prowler select plus 150/5cm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and one (1) twisted condition was found at 4.5 cm. Two (2) flat conditions were also observed; the first from 127.8 cm to 128.6 cm, and the second from 131.1 cm to 132.2 cm. All measurements were taken from the proximal end of the microcatheter. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The issue regarding the microcatheter being obstructed with the enterprise system could not be evaluated due to the twisted and flat conditions found; these damages are suspected to have been caused by the rhv during the microcatheter removal, as otherwise it would have prevented the microcatheter positioning at the target site due to the od increase in this area, and are not related to the issue encountered during the procedure, since the resistance was felt in the middle of the microcatheter, and no damages were found on that area. According to the risk documentation, the inability to connect the interventional device into the microcatheter and track to the desired location is a potential failure mode that can occur due to user technique. Inability to deliver therapeutic device to desired location can result from microcatheter damage. Is suggested that the reported patient's anatomical tortuosity also contributed to the reported issue. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following precaution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of three products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00550, 3008114965-2023-00551 and 3008114965-2023-00654. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4) additional information received indicated that they were able to move the device due to the resistance. They were able to torque the device. There was no evidence of physical material within the device. The resistance was felt with the second stent at the distal tip. No other devices were used with the concomitant device prior to the encountered resistance. No excessive force was applied to the device. Vessel tortuosity was reported. There was a 15 minutes procedural delay due to the event. A manufacturing record evaluation was performed for the finished device 30989718 number, and no non-conformances related to the malfunction were identified. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6) section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00550.

Event description:
As reported by the field, during a stent assist coil embolization to the middle cerebral artery aneurysm, an EU ent4.5mmd 22mml wno dstl tp (enc452212, 7212921) became impeded in middle section of the prowler select plus 150/5cm microcatheter (30989718) and could not advance any more. The stent was retracted and the delivery wire was found to be kinked/bent. The second stent, an EU ent4.5mmd 22mml wno dstl tp (enc452200, 7258213) was also impeded in the microcatheter (mc). The physician removed the stent and microcatheter from patient¿s body and switched new devices to complete the surgery.